Event description:
A 63 year-old patient with stage e cardiogenic shock, with indwelling intra-aortic balloon pump (iabp) transferred to hospital. Upon admission, intra-aortic balloon pump removed, and patient implanted with impella cp via the right femoral artery. On day 2, urine was dark pink suggesting hemolysis. Pump was repositioned and urine cleared. Received blood transfusion. Patient slowly recovered, and impella cp was explanted on day 6. Impella to be coded to hematuria, and coded conservatively to major bleed. It is unsure if blood transfusion was device related.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 (brand name) has been updated. Ppae (hematuria): the root cause of the injury was not determined due to insufficient clinical details.